Event description:
I was instructed to immediately stop usage of the paradigm quick-set infusion set lot #8, and to start using the replacement infusion sets - lot #9. I had not experienced any severe reactions with lot #8, but when it became time to change my current lot 8 site, I did so in 2009 with the new replacement lot# 9. Approximately 5 1/2 hours later, I had an extreme adverse reaction, which I attributed to usage of the lot# 9 infusion set. I had a rapid and severe drop in blood sugar, with very short notice in symptoms. I had a normal blood sugar in the morning, ate a normal breakfast, took the correct bolus amount. All of this data has been downloaded and printed from my insulin pump. I have also saved and kept intact, the lot# 9 infusion set tubing and attachment to the reservoir for inspection. My incident was so rapid and severe, that I had little warning and time to react and try to correct the situation. The result is that I had collapsed at work. I received CPR and paramedics were called. I was told that my heart had stopped and that I was not breathing. My blood sugar was at 15 mg/dl. However, I was revived by receiving CPR and glucose, and paramedics sent me to the ER. I was x-rayed in the ER, because of chest and back pain as a result of receiving CPR. I was monitored also for my blood sugar in the ER, and again it plunged to a low of 21 mg/dl while in the ER, where my blood sugar level was normalized. I feel that I am very fortunate to have survived this adverse event. I know that I did not mis-manage my diabetes. I had switched to using the replacement lot 9, I had monitored my blood glucose status, and I had eaten breakfast and properly bolused for that amount. I know that after over 6 1/2 years of using the insulin pump, I have an understanding of proper usage. I also know that the replacement lot #9 of medtronic infusion set was defective in some way, and nearly caused my death. I am so afraid resuming usage of my pump, that I immediately stopped using it, and have resumed taking insulin shots. I have lost all trust and confidence in using medtronic mini-med products. I will never again use any product from this company. I would hope that lot #9 is found to be defective. As you are aware, the company recalled lot #8 for a defect in the venting/lubricant of tubing apparatus. It is my hope that lot #9 will be examined and recalled, as I am confident that there is a serious defect in this particular lot#. Either it is the same ventilating defect as lot #8, or there is definitely an issue with an unknown defect. One very interesting note: the same paramedics and also an ER nurse, told me that a gentleman the same day had just been picked up by paramedics one hr before me and also taken to the same ER hosp as myself; described the identical medical emergency problem. He wore a medtronic insulin pump and changed to the new replacement lot#, just as I did.